Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have requested that the device is returned for analysis. As yes, the customer has not responded to requests from the customer care team. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on (B)(6) june from the us that they were experiencing suction issues with their elvie pump. The cutomer advised that they were seen by a healthcare professional who diagnosed masistis and was prescribed antibiotics and advised to continue to pump.